Event description:
The following has been reported: "extremely premature patient of 25 weeks gestational age and 5 days old, who was terminated parenteral nutrition several hours early, parenteral nutrition was started on (B)(6) 2024 at 16:00 pm and was scheduled to infuse for 24 hours, however parenteral nutrition was terminated at 9:00 am on (B)(6) 2024. At this time the neonate is in critical condition with ventilatory support, antibiotic titration, running with dysmetabolia, in critical condition due to his baseline morbidity with high risk of mortality (this condition unrelated to the situation with the passage of nutrition). Pump programming: volume:57.6ml. Infusion rate: 2.4cc/h". Additional info received: the reporter indicated that the patient presented hyperglycemia in the neonate as a possible consequence of this situation, so it was decided to suspend nutrition and monitor this parameter. Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.